Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# h844213904, implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 08-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 500 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient was experiencing baclofen withdrawal symptoms. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient was taken in for a pocket exploration with a catheter check. A disconnected catheter gave free back flow of fluid, but the catheter connected to the pump did not. The catheter connector was replaced which gave good back flow and the catheter access port was fully aspirated. This corrected any issues and the issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.